Manufacturer narrative:
This lead was not returned for analysis, as it was disposed of at the facility; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during an implant procedure, this lead was an attempted implant due to loss of capture (loc) under 5 v. The procedure was successfully completed with a different lead. No adverse patient effects were reported. This lead has not returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during an implant procedure, this lead was an attempted implant due to loss of capture (loc) under 5 v. The procedure was successfully completed with a different lead. No adverse patient effects were reported. This lead has not returned for analysis.